Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in a colonoscopy. The settings were auto cut mode, effect 4, 180 watts. The pt's rectum was perforated. No surgical intervention was necessary and the pt was discharged from the hospital.

Manufacturer narrative:
An offer was made to the medical center to have the generator evaluated by erbe. Any further info or the results of any equipment eval will be provided in a follow-up report.